Manufacturer narrative:
Concomitant product(s): a 5076-52 lead, implanted: (B)(6)2015. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that twos (t-wave oversensing) was observed on the patient¿s latest remote transmission following some bi-v (bi-ventricular) paced events. Programming changes for the right ventricular (rv) lead were made by the nurse in attempt to program around the twos. The rv lead remains in use. No patient complications have been reported as a result of this event.